Event description:
At the advice of eye surgeon, I opted for insertion of light adjustable lenses for my cataract surgery, brand rx sight. Unlike traditional lenses, they are inserted without a prescription. After several weeks of healing, the curve of the lens is adjusted with ultraviolet light, termed " treatment". The patient is given the opportunity to give feedback about their vision and a second treatment can fine-tune the vision. The final adjustment is called " lock in" and permanently sets your vision through targeted ultraviolet light. There are two "lock-in " treatments to finalize your vision. The problem I experienced after the first "lock-in " was my vision changed, making distance blurry or double when looking at lights. Close up vision was also blurry, and I had terrible glare from lights such as headlights in both day and night. I immediately reported to the eye doctor. She fined tuned the vision with a "treatment " and my vision was perfect. Unfortunately we had to proceed with a final "lock-in" and again my vision changed to the same as first described. I am told there is no other correction available. The lenses cannot be exchanged. The product failed, and I had to pay out of pocket as insurance did not cover these FDA approved lenses. The surgeon reached out to the manufacturer to report the issue. They are attitude is they've never seen or heard this before. I'd like to be the first to report this. I can't be the first to experience it.